Event description:
It was reported by service report that the motion interrupt pan was missing, and there was siderail panel damaged with no sharp edges. However, there was possible fluid ingress. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: missing motion interrupt pan. Damaged siderail panels.